Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, deformation device, cloudy in the gel, brown particles in the shell and weight to the spec. No other observation observed. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported "left prosthesis was leaking." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported "left prosthesis was leaking." Device has been explanted.